Manufacturer narrative:
The hospital biomed and ge healthcare technical support reviewed the logs. The unit was returned to service; no parts replaced.

Event description:
The hospital reported that the unit displayed a system failure during boot-up. Power was cycled and the error was reportedly resolved. There was no report of patient involvement.